Event description:
It was reported that the device exhibited high, out of range, high voltage lead impedance. Programming changes were made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.